Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on 05/09/2014. (B)(4).

Event description:
A customer reports a problem occurred with "aspiration and fluid air exchange" during a procedure. The procedure was completed using the same equipment and accessory with no harm to the pt.